Event description:
It was reported that it was difficult to position the right ventricular epicardial lead due to the adipose tissue covering the patient's heart. One day after the lead implant the lead was not capturing. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)